Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the attachment device was heating up. It was not reported if there were any surgical delays. It was reported that a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the bearings were no longer in axial alignment not allowing insertion of the cutter thus not being able to verify the complaint. During repair and disassembling of the device, it was discovered that the bearings were worn and corroded from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly